Event description:
The surgeon reported this reamer as blunt during surgery on the (B)(6) 2014. This was the first time this reamer had been used, as this was only put into the loan set on the (B)(6) 2014 from main stock. Please find a summary of the history of this product: (B)(6) 2014 - item received into main stock in tingley. (B)(6) 2014 replenishment order raised to complete loan set. (B)(6) 2014 item code 230788027 - lot 5225826 was shipped into loan set. (B)(6) 2014 loan module was shipped to (B)(6) hospital for surgery planned in the (B)(6) 2014. (B)(6) 2014 surgeon reported the new reamer as blunt during surgery. (B)(6) 2014 it has been confirmed on the telephone that the hospital does not require correspondence, but he would appreciate feedback with orthokit team. .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument found the complaint unconfirmed. The product was found with defined specifications. Review of the device history records found no deviations or non-conformances. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.